Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. The associated risk is injury by microbial, viral or prion infection (patient harm) or large bubbles in the eye. The quick movement of the inner and outer knife will probably create the bubbles. All available information has been provided. This complaint is not confirmed. This complaint has now been closed.

Event description:
"This pack had a vitrectome that is introducing large amount of bubbles into the eye during vitrectomy. Cutter had to be discarded due to contamination by patient use. Please investigate the lot number to see if it is batch error with the cutters.